Manufacturer narrative:
Age at time of event: late 40's device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a steam pop occurred. The patient was prepped in normal fashion and vascular access was obtained through the femoral artery in the groin. The right atrium (ra) was mapped in preparation for ablation. During the ablation an intellanav oi was inserted into the patient¿s body clearly displaying ndi noise. During the ablation, ablation distal egm was extremely noisy. The ep could not make a single electrogram during ablation. The physician complained that the catheter has very bad performance and inability to remain stable at the distal tip. Lower energy was not creating the block so the physician increased to power to 50 watts when a steam pop occurred in the right atrium. The case was completed successfully with the same catheter without any patient harm.